Event description:
The customer reported that during use, the instrument would no longer open and did not work in fusion mode. There were flames reportedly seen coming out of the device.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.